Event description:
Bilateral patient. It was reported that right hip revision surgery was performed on (B)(6) 2017 due to elevated levels of cobalt & chromium and the development of kidney disease associated with metal ions. During surgery, the metallic femoral head was explanted, and the system was converted into a tha metal on plastic. The patient was taken to the operative room in stable condition. Primary bhr right hip surgery was originally performed on (B)(6) 2011.

Event description:
It was reported that right hip revision surgery was performed due to elevated levels of cobalt & chromium. Patient developed kidney disease.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated levels of cobalt & chromium. During the revision the bhr head was removed. The bhr cup remained implanted, a competitor stem, femoral head and dual mobility liner were implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided revision report, the patient had increasing blood metal ion levels and had developed kidney disease. Soft tissue from around the prosthesis was removed. Based on the review of the implantation and revision report no contributing factors to the reasons for the revision could be identified. No additional information was provided on the blood metal ions and the possible connection to the kidney disease. It was also noted that use of a competitor¿s stem, femoral head (depuy) and dual mobility liner (biomet) these were implanted at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.